Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: other code: the device remains implanted, therefore no further investigation of the device can be performed. A product history review is being performed. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: the patient presented with increased venous pressure due to occlusion in the median cubital vein. The patient underwent a successful treatment on (B)(6) 2024, by using a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device). On (B)(6) 2024, the viabahn device occluded. On (B)(6) 2024, it was thrombectomized and a new viabahn device used. The physician stated that the occlusion of the viabahn device was due to low inflow.

Manufacturer narrative:
H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. As the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. The physician stated that the occlusion of the viabahn device was due to low inflow. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: adverse events possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.